Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a mentor smooth round moderate profile 225cc saline prosthesis experienced spontaneous unknown sided deflation post procedure. On (B)(6) 2021, patient visited the hospital and went through an ultrasound examination. Rupture in one breast was diagnosed. As a result patient underwent replacement with an unknown implant on (B)(6) 2021.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021. Visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant was found to have a tear on the posterior view, measuring approximately 2.0 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device image received on march 29, 2021. Image evaluation completed on april 14, 2021: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).